Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 is off the needle but still attached to the suture. The t2 is still on the needle. The tip of the needle is broken off. The broken piece was not returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during set-up for a meniscal repair surgery, an ultra fast-fix t1 implant fell off from the package when it was opened. There was a back-up device available and a non-significant delay took place. No patient involvement. As per investigation results, the tip of the needle is broken off.